Manufacturer narrative:
The returned device was evaluated. During inspection, the device was not found to shut down when docked. However, the power and silence buttons were found to be non-responsive during the evaluation. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device shuts off when docked. Then, after a few seconds, the device will turn on and be unable to turn off (monitor won't respond). No consequences or impact to patient were reported.